Event description:
Reporter noted endophthalmitis three days post-op on 2 out of 3 cases same day. Stated different bacteria was cultured from each case indicating an infection from pt home, but wanted to follow through and rule out all causes. This pt was the second case of the day. Required a pars plana vitrectomy.